Event description:
It was reported that a pump declared an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level remained between 54-500 mg/dl, indicating no adverse impact. Technical support advised cleaning and troubleshooting steps, but the problem persisted, prompting the decision to replace the pump. In the meantime, the customer will use multiple daily injections (mdi) as backup therapy.